Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported needle retraction issues. No additional patient or event information is available. Product was provided for evaluation. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was performed and found that the drive wheel was jammed. The reported event of a needle retraction issue was confirmed. The root cause was determined to be a jammed drive wheel.